Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 06/06/2026, the patient experienced dizziness, headache and ¿white lips." The patient took a fingerstick, and the cgm reading was in the 40 mg/dl range, while the blood glucose reading was 335 mg/dl. The patient went to the hospital and did not report any self-treatment. At the hospital the patient was treated with intravenous fluids and insulin per injection. The patient was discharged after a couple of hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.